Event description:
The customer called technical support (ts) and reported that while setting up the device, it displayed multiple error messages for voltage failures. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states unit has multiple error messages for voltage failures on screen at start up, unit does not cycle. The customer noted codes 111b (post) check vent: 35v supply failed; 1118 (post) 5v supply failed; 1127 check vent: ovp circuit failed; 111d (cbit) check vent: mc pcba adc failed; 1117 (cbit) 3.3v supply failed in log and 5.5v, 3.3v, 35v all show 0v in pneumatics screen. The rse advised the customer to replace the pm pcba and mc pcba to correct issue and perform extended run in. Rse provided part numbers and pricing to resolve the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The part has been ordered but currently backordered. The necessary repair will be completed once the part is received.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, motor controller board and power management board, replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.